Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_prog, product type: programmer, physician.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal therapy. The indications for use were non-malignant pain and failed back surgery syndrome. An alarm was not reported. It was not specified whether the patient heard an alarm or not. Once the hcp went to do an update after a refill, the programmer stated that a terminal event had occurred. The end of service (eos) alarm was occurring. The programmer showed schedule to replace pump by date of (B)(6) 2016. It was confirmed that the pump would need to be replaced. There were no reported symptoms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump was replaced.

Manufacturer narrative:
Corrected information (B)(4) no longer applicable.

Event description:
Additional information received reported that the patient had not been getting medication since (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.